Event description:
It was reported that when the clinician logged into carelink to view patient transmission they were not all viewable. A couple days later when the clinician logged in they were available. Two serial numbers were verified and had completed on the expected date. It was unable to be determined why the transmissions were not visible to the clinician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected data: the suspect medical device was inadvertently reported for this complaint under manufacturing report number 2182208-000-2011-02240 and as a result this report is being redacted. The event involves unviewable transmissions, however, there is no impact to clinical data and the potential for injury is remote. Therefore, a correction with redaction request is being submitted accordingly. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the clinician logged into carelink to view patient transmission they were not all viewable. A couple days later when the clinician logged in they were available. Transmissions were verified and had completed on the expected date. Further investigation by technical services indicated that the time of the transmission closely correlates to that of the device interrogation time, indicating there was no delay in processing the transmissions. No patient complications have been reported as a result of this event.